Event description:
It was reported that balloon leak occurred. Vascular access was obtained by puncturing the basilic vein. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified central vein. A 4, 6, 7 and 10.0 x 40, 75cm mustang balloon catheters were used to dilate the lesion. When the 10x40 balloon reached 12 atmospheres, the pressure pump could not inflate anymore. Additionally, a blood was found in the pump without any visible pinhole noted on the balloon material. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that balloon leak occurred. Vascular access was obtained by puncturing the basilic vein. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified central vein. A 4, 6, 7 and 10.0 x 40, 75cm mustang balloon catheters were used to dilate the lesion. When the 10x40 balloon reached 12 atmospheres, the pressure pump could not inflate anymore. Additionally, a blood was found in the pump without any visible pinhole noted on the balloon material. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Lot number from 0032975173 to 0032349466. Expiration date from 12/03/2026 to 09/03/2026. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon sleeve and extending approximately 63mm distally across the balloon material. It is not possible to inflate the balloon with a longitudinal tear. The rated burst pressure for this device as per specification is 14 atmospheres. A visual and tactile examination found no kinks or damage to the shaft and tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.